Event description:
The customer initially reported that the heart rate calculated by the iu22 ultrasound system on a pediatric pt did not match the pt heart rate shown on the displayed image. The customer later confirmed the iu22 ultrasound system did not malfunction. The customer reported a termination in the pregnancy prior to the ultrasound taking place.

Manufacturer narrative:
(B)(4). The iu22 ultrasound system was evaluated by a philips field service engineer and customer site clinical personnel. The iu22 ultrasound system was confirmed to be functioning normally. A medical professional from the healthcare facility confirmed there was no causal correlation between the loss of pregnancy and the iu22 ultrasound system.